Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008k2 hemodialysis (hd) machine was evaluated at the facility by a fresenius regional equipment specialist (res). Machine functional checks were performed. The res could not duplicate any issues with the high venous pressure alarm not alarming. The res confirmed that the unit was operating properly and responded as designed to each automated alarm. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm a device issue which would have resulted in the adverse event. Additionally, follow-up information provided by the clinic manager revealed that the patient moved a lot and infiltrated the needle and the hd machine did alarm appropriately for the venous pressure during treatment, however, the alarm was improperly reset and overridden to continue treatment. The clinic manager stated that the incident was related to staff error.

Manufacturer narrative:
(B)(4). Please note, the needle is a not a fresenius medical care manufactured product. However, an event notification was forwarded to the device manufacturer. No parts were returned to the manufacturer for physical evaluation. The 2008k2 hemodialysis operator¿s manual p/n 490136 rev j contains the following warning on numerous pages. ¿keep access sites uncovered and monitored.¿ plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the patient medical records were provided by the facility. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on the provided medical records, on september 2, 2016, a (B)(6) female esrd patient presented to the user facility for a regularly scheduled hemodialysis (hd) treatment. The patient¿s hd treatment was initiated at 7:10 am and approximately 38 minutes into the hd treatment, the patient experienced a venous access infiltration. The venous access was re-accessed in a more proximal location and ice was applied to the infiltration site. Approximately 1 hour and 49 minutes later, a second venous site infiltration occurred and the hd treatment terminated prematurely. Although the hd treatment was terminated prematurely, the total amount of fluid removed was 1175ml of the target fluid removal of 1272ml. The patient was discharged to home that day. The patient returned to the clinic for continued hd therapy a day later than usual and was able to successfully complete treatment without issue. The observation of breast swelling had been an ongoing issue and was present prior to the occurrence of infiltration which is indicative of central vein stenosis. Needle infiltration is a common problem that occurs in hd patients. The hd machine performed its function to alarm because of high venous blood pressure. Upon further investigation, the clinic manager stated that an inexperienced cannulator had reset the venous pressure alarms override several times, resulting in a hematoma which resolved with ice compression. The breast swelling was present prior to the occurrence of infiltration. The central vein stenosis was most likely an incidental finding of long term duration to suggest this patient has pre-existing vascular access problems which required angioplasty. There is no documentation in the medical record that shows a causal relationship between the hd machine and the two episodes of venous site infiltrates or the need for the angioplasty procedure. It was reported that the suspected cause of the infiltration was due to patient movement and an inexperienced cannulator who continually overrode the venous pressure, out of range alerting mechanism of the device. There is a very strong correlation between the pts¿ very tight stenosis at the junction of the brachiocephalic and superior vena cava and the decision leading to the angioplasty that was performed.

Event description:
The clinic manager at a user facility reported that the 2008k2 hemodialysis (hd) machine did not give a venous pressure alarm at 360mmhg resulting in a patient experiencing a venous access infiltration approximately two and a half hours into a regularly scheduled 4-hour hemodialysis (hd) treatment. The treatment was terminated right after the incident occurred and the patient's arm was elevated and had ice put on the arm. The patient was sent home and no other intervention was necessary. The patient returned for the next scheduled hd treatment a day later than usual but was able to successfully complete the treatment without any further issues. Six days after the incident, the patient's surgeon evaluated the access site due to a history of problems regarding the patient's access site, and the surgeon found possible vein stenosis and performed an angioplasty. The patient has since returned to the clinic for continued hd therapy without any further issues. Follow-up information with the clinic manager at the user facility revealed that the patient moves a lot and infiltrated the needle and the hd machine did alarm appropriately for the venous pressure during treatment, however, the alarm was improperly reset and overridden to continue treatment. The clinic manager stated that the incident was related to staff error. Following the event, the 2008k2 hd machine was pulled from service and evaluated by a fresenius regional equipment specialist (res). The res could not duplicate any issues with the high venous pressure alarm not alarming. The res confirmed that the unit was operating properly and responded as designed to each automated alarm. The unit has been returned to service at the user facility without issue.